Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly by leakage due to breakage of biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. During the evaluation, the distal end had foreign material. Technical evaluation was performed and a brownish and orangish material were found at the distal end which are most likely traces that remains from previous procedures and/or corrosion. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
A duodenovideoscope was returned to olympus for annual inspection. During the inspection, the following reportable malfunction was identified: foreign material was found in the distal end. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.